Event description:
One touch ultra meter was giving error "2" message. This issue was not resolved with troubleshooting. Medical affairs specialist was unable to reach pt to obtain more clinical info. Per initial info provided by the pt, pt was taken to the hosp where blood glucose reading was 57mg/dl and pt was given apple juice. Had symptoms of blurry vision and was feeling faint. There is insufficient info if the meter contributed to the event since unknown if the pt tried testing on the meter prior to going to the hosp. This case is reported as a meter malfunction. A letter is sent to the pt to try and contact them.